Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the first ems device was opened and when fired the first time, no staple appeared. The instrument was then attempted to be fired again, and again no staple appeared. Another ems device was opened and it fired correctly the first time, but then jammed with the second firing. A third attempt produced a malformed staple. After that, another stapler was opened and it worked correctly for 13 firings. Another instrument was used to complete the case. There was no consequence to the pt.